Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for an atrial arrhythmia. Therapy was exhausted. This ICD remains in service. No adverse patient effects were reported.